Event description:
It was reported that upon insertion of an intraocular lens (iol), the surgeon saw a thread in the patient's right eye. The surgeon was able to remove it during irrigation aspiration (I/a) with no issue. The lens remains implanted. There was no vitrectomy, incision enlargement, or sutures required. The lens remains implanted. Additional information was provided that the pre-loaded device was discarded. No further information is available.

Manufacturer narrative:
Pt info: unknown/asked but unavailable. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted and the product was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.